Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. Sample was not returned for evaluation; therefore, the reported condition could not be confirmed. Root cause could not be determined. It is not possible to determine the root cause of the reported issue without a sample as functional evaluation could not be performed in order to confirm or duplicate the reported incident. All information reasonably known as of 16 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
The customer reported that a cortrak feeding tube was inserted on (B)(6) 2024 and advanced post-pyloric with placement confirmed via imaging without kinks or bends. The device functioned initially without complication. Several days later, the tube was noted to be leaking. The patient developed pain during flushing and increased secretions. Tube feeds were held, and imaging (chest x-ray and abdominal x-ray) was performed. Tube feeds were restarted per physician direction and then held again pending further evaluation due to continued symptoms. The device was sequestered for evaluation.